Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was experiencing inflation issues, therefore, a replacement surgery was performed. The physician suspected is a fluid loss because the pump was pumping but would not inflate all the way, however, the source of the leak was not identified. The patient is recovering.